Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure partially on endometrial cavity / 10-12 spirals from left essure device are observed in the cavity / occupied cavity by strange body of similar structure to essure tip"), polymenorrhoea ("polymenorrhea"), abdominal pain lower ("abdominal pain, mainly on left iliac fosse / abdominal pain at palpation on hypogastrium and left iliac fosse"), device allergy ("allergy to pet fibers which cover essure"), embedded device ("essure tip enters fallopian tube serosa without perforating it"), salpingitis ("slight salpingitis"), bladder cancer ("bladder carcinoma"), bladder cancer recurrent ("vesical malignancy relapse") and craniocerebral injury ("cranioencephalic trauma due to accidental falling") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Other product or product use issues identified: wrong technique in device usage process ("essure partially on endometrial cavity / 10-12 spirals from left essure device are observed in the cavity, which are cut with scissors" on (B)(6) 2015). The patient had a medical history of cancer surgery in 2007, blurred vision, accident and cervical rib excision in 2004, renal colic in 1989 and ectropion of cervix, abortion, parity 2, papillary transitional cell carcinoma of bladder, tonsillectomy, multigravida, appendectomy, myringoplasty, laparoscopy, cholecystectomy, urethral operation, cartilage removal (knee) and ear operation. Diabetes and arterial hypertension were denied. The patient had a family history of renal insufficiency (mother), migraine (grandmother) and prostate cancer (father). As concurrent condition the report mentioned migraine. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2003 she experienced vaginal discharge ("whitish leukorrhea"). In 2004 she experienced craniocerebral injury (seriousness criterion medically important) with nausea, vomiting, photophobia, phonophobia, headache, vision blurred, dizziness postural, dysmetria, ocular discomfort, diplopia, visual impairment, facial paresis, post-traumatic headache and iiird nerve paresis. In 2005 she experienced arthralgia ("joints pain after bcg"), pyrexia ("fever / febricula after bcg"), dysuria ("urinary discomfort after bcg"), cholelithiasis ("multiple and small gallstones at infundibulum level") and haematuria ("hematuria after instillation") and was found to have bladder cancer (seriousness criterion medically important). In 2006 she experienced dorsalgia ("dorsalgia after bcg") and myalgia ("muscle pain after bcg"). In 2007 she experienced renal colic ("nephritic colic") and was found to have bladder cancer recurrent (seriousness criterion medically important). In 2008 she experienced vomiting ("sporadic vomiting after instillation") and fatigue ("patient is very tired after instillation"). In 2010 she experienced vaginal haemorrhage ("surface blood vessels of vagina have a small hemorrhage"). In (B)(6) 2013 she experienced migraine ("migraine") with nausea, vomiting, photophobia, phonophobia, headache, vision blurred, dizziness postural, dysmetria, ocular discomfort, diplopia, visual impairment, facial paresis, post-traumatic headache and iiird nerve paresis and muscle contracture ("cervical contracture"). In 2014 she experienced lumbalgia ("lumbalgia"). On (B)(6) 2015 she experienced heavy menstrual bleeding ("hypermenorrhea"). On (B)(6) 2015 she experienced device dislocation (seriousness criteria medically important and intervention required). On (B)(6) 2015 she experienced abdominal pain lower (seriousness criteria medically important and intervention required). In (B)(6) 2015 she experienced genital haemorrhage ("abundant bleeding"). In (B)(6) 2017 she experienced uterine cervical pain ("painful cervix"). An unknown time later she experienced polymenorrhoea (seriousness criteria medically important and intervention required), device allergy (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), salpingitis (seriousness criterion medically important), adenomyosis ("uterine adenomyosis"), cervix inflammation ("slight chronic inflammatory infiltrate in cervix"), burning sensation ("burning sensation after bcg"), discomfort ("discomfort") and skin burning sensation ("burning sensation on skin") and was found to have uterine leiomyoma ("myoma on right horn and posterior side of about 2-3cm"). The patient was treated with valium (diazepam), topamax (topiramate), other therapeutic products, imigran [sumatriptan], almogran (almotriptan malate), ibuprofen, primperan (metoclopramide hydrochloride), perfalgan (paracetamol), oxygen, enantyum (dexketoprofen trometamol) and bcg (bcg vaccine) as well as surgery (hysteroscopy, spirals cut with scissors on (B)(6) 2015, hysteroscopy on (B)(6) 2015 and total hysterectomy+ double adnexectomy via laparoscopy on (B)(6) 2016). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain lower, adenomyosis, arthralgia, dorsalgia, lumbalgia, bladder cancer, bladder cancer recurrent, burning sensation, cervix inflammation, cholelithiasis, craniocerebral injury, device allergy, device dislocation, discomfort, dysuria, embedded device, fatigue, genital haemorrhage, haematuria, heavy menstrual bleeding, migraine, muscle contracture, myalgia, polymenorrhoea, pyrexia, renal colic, salpingitis, skin burning sensation, uterine cervical pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure (ess205) administration. The reporter commented: the consumer experienced injury, sequelae, disability and damage of all kinds occasioned by essure. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2005: results: urothelial papillary carcinoma grade 2. [Colposcopy] on (B)(6) 2013: results: naboth cysts. [Hysterosalpingogram] on (B)(6) 2002: results: satisfactory tubal occlusion is reported [magnetic resonance imaging] on (B)(6) 2005: results: vesical carcinoma (stage t2 n0) .on (B)(6) 2016 - anatomic pathology service: diagnosis: uterus (181g): middle secretory endometrium, uterine adenomyosis. Cervix: slight chronic inflammatory infiltrate. Fallopian tubes: slight salpingitis with presence of scarce eosinophil leukocytes right ovary: corpus luteum of recent evolution (discrepancy found as it was previously reported on left ovary). The most recent follow-up information incorporated above includes data received on: 04-apr-2022: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure partially on endometrial cavity / 10-12 spirals from left essure device are observed in the cavity / ocupied cavity by strange body of similar structure to essure tip"), polymenorrhoea ("polymenorrhea"), abdominal pain lower ("abdominal pain, mainly on left iliac fosse / abdominal pain at palpation on hypogastrium and left iliac fosse"), device allergy ("allergy to pet fibers which cover essure"), embedded device ("essure tip enters fallopian tube serosa without perforating it"), salpingitis ("slight salpingitis"), bladder cancer ("bladder carcinoma"), bladder cancer recurrent ("vesical malignancy relapse") and craniocerebral injury ("cranioencephalic trauma due to accidental falling") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Other product or product use issues identified: wrong technique in device usage process ("essure partially on endometrial cavity / 10-12 spirals from left essure device are observed in the cavity, which are cut with scissors" on (B)(6) 2015). The patient had a medical history of cancer surgery in 2007, blurred vision, accident and cervical rib excision in 2004, renal colic in 1989 and ectropion of cervix, abortion, parity 2, papillary transitional cell carcinoma of bladder, tonsillectomy, multigravida, appendectomy, myringoplasty, laparoscopy, cholecystectomy, urethral operation, cartilage removal (knee) and ear operation. Diabetes and arterial hypertension were denied. The patient had a family history of renal insufficiency (mother), migraine (grandmother) and prostate cancer (father). As concurrent condition the report mentioned migraine. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2003 she experienced vaginal discharge ("whitish leukorrhea"). In 2004 she experienced craniocerebral injury (seriousness criterion medically important) with nausea, vomiting, photophobia, phonophobia, headache, vision blurred, dizziness postural, dysmetria, ocular discomfort, diplopia, visual impairment, facial paresis, post-traumatic headache and iiird nerve paresis. In 2005 she experienced arthralgia ("joints pain after bcg"), pyrexia ("fever / febricula after bcg"), dysuria ("urinary discomfort after bcg"), cholelithiasis ("multiple and small gallstones at infundibulum level") and haematuria ("hematuria after instillation") and was found to have bladder cancer (seriousness criterion medically important). In 2006 she experienced dorsalgia ("dorsalgia after bcg") and myalgia ("muscle pain after bcg"). In 2007 she experienced renal colic ("nephritic colic") and was found to have bladder cancer recurrent (seriousness criterion medically important). In 2008 she experienced vomiting ("sporadic vomiting after instillation") and fatigue ("patient is very tired after instillation"). In 2010 she experienced vaginal haemorrhage ("surface blood vessels of vagina have a small hemorrhage"). In (B)(6) 2013 she experienced migraine ("migraine") with nausea, vomiting, photophobia, phonophobia, headache, vision blurred, dizziness postural, dysmetria, ocular discomfort, diplopia, visual impairment, facial paresis, post-traumatic headache and iiird nerve paresis and muscle contracture ("cervical contracture"). In 2014 she experienced lumbalgia ("lumbalgia"). On (B)(6) 2015 she experienced heavy menstrual bleeding ("hypermenorrhea"). On (B)(6) 2015 she experienced device dislocation (seriousness criteria medically important and intervention required). On (B)(6) 2015 she experienced abdominal pain lower (seriousness criteria medically important and intervention required). In (B)(6) 2015 she experienced genital haemorrhage ("abundant bleeding"). In (B)(6) 2017 she experienced uterine cervical pain ("painful cervix"). An unknown time later she experienced polymenorrhoea (seriousness criteria medically important and intervention required), device allergy (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), salpingitis (seriousness criterion medically important), adenomyosis ("uterine adenomyosis"), cervix inflammation ("slight chronic inflammatory infiltrate in cervix"), burning sensation ("burning sensation after bcg"), discomfort ("discomfort") and skin burning sensation ("burning sensation on skin") and was found to have uterine leiomyoma ("myoma on right horn and posterior side of about 2-3cm"). The patient was treated with valium (diazepam), topamax (topiramate), other therapeutic products, imigran [sumatriptan], almogran (almotriptan malate), ibuprofen, primperan (metoclopramide hydrochloride), perfalgan (paracetamol), oxygen, enantyum (dexketoprofen trometamol) and bcg (bcg vaccine) as well as surgery (hysteroscopy, spirals cut with scissors on (B)(6) 2015, hysteroscopy on (B)(6) 2015 and total hysterectomy+ double adnexectomy via laparoscopy on (B)(6) 2016). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain lower, adenomyosis, arthralgia, dorsalgia, lumbalgia, bladder cancer, bladder cancer recurrent, burning sensation, cervix inflammation, cholelithiasis, craniocerebral injury, device allergy, device dislocation, discomfort, dysuria, embedded device, fatigue, genital haemorrhage, haematuria, heavy menstrual bleeding, migraine, muscle contracture, myalgia, polymenorrhoea, pyrexia, renal colic, salpingitis, skin burning sensation, uterine cervical pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure (ess205) administration. The reporter commented: the consumer experienced injury, sequelae, disability and damage of all kinds occasioned by essure. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2005: results: urothelial papillary carcinoma grade 2 [colposcopy] on (B)(6) 2013: results: naboth cysts [hysterosalpingogram] on (B)(6) 2002: results: satisfactory tubal occlusion is reported [magnetic resonance imaging] on (B)(6) 2005: results: vesical carcinoma (stage t2 n0) *(B)(6) 2016 - anatomic pathology service: diagnosis: uterus (181g): middle secretory endometrium, uterine adenomyosis. Cervix: slight chronic inflammatory infiltrate fallopian tubes: slight salpingitis with presence of scarce eosinophil leukocytes right ovary: corpus luteum of recent evolution (discrepancy found as it was previously reported on left ovary). Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure partially on endometrial cavity / 10-12 spirals from left essure device are observed in the cavity / occupied cavity by strange body of similar structure to essure tip"), polymenorrhoea ("polymenorrhea"), abdominal pain lower ("abdominal pain, mainly on left iliac fosse / abdominal pain at palpation on hypogastrium and left iliac fosse"), hypersensitivity ("allergy to pet fibers which cover essure"), embedded device ("essure tip enters fallopian tube serosa without perforating it"), salpingitis ("slight salpingitis"), genital haemorrhage ("abundant bleeding"), bladder cancer ("bladder carcinoma"), bladder cancer recurrent ("vesical malignancy relapse") and craniocerebral injury ("cranioencephalic trauma due to accidental falling") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "essure partially on endometrial cavity / 10-12 spirals from left essure device are observed in the cavity, which are cut with scissors" on (B)(6) 2015. The patient's past medical history included ear operation, cervical rib excision in 2004, knee operation, urethral operation, cholecystectomy, laparoscopy, myringoplasty, appendectomy, bladder operation in 2007, tonsillectomy, renal colic in 1989, urothelial carcinoma bladder, accident in 2004, blurred vision in 2004, ectropion of cervix, multigravida, parity 2 and abortion. Diabetes and arterial hypertension were denied. Concurrent conditions included migraine. Family history included renal insufficiency (mother), migraine (grandmother) and prostate cancer (father). On (B)(6) 2002, the patient had essure (ess205) inserted. In 2003, the patient experienced vaginal discharge ("whitish leukorrhea"). In 2004, the patient experienced craniocerebral injury (seriousness criterion medically significant) with vision blurred, dizziness postural, dysmetria, ocular discomfort, diplopia, visual impairment, post-traumatic headache, hemiparesis and extraocular muscle paresis. In 2005, the patient experienced bladder cancer (seriousness criterion medically significant), arthralgia ("joints pain after bcg"), pyrexia ("fever / febricula after bcg"), urinary tract discomfort ("urinary discomfort after bcg"), cholelithiasis ("multiple and small gallstones at infundibulum level") and haematuria ("hematuria after instillation"). In 2006, the patient experienced the first episode of back pain ("dorsalgia after bcg") and myalgia ("muscle pain after bcg"). In 2007, the patient experienced bladder cancer recurrent (seriousness criterion medically significant) and renal colic ("nephritic colic"). In 2008, the patient experienced vomiting ("sporadic vomiting after instillation") and fatigue ("patient is very tired after instillation"). In 2010, the patient experienced vaginal haemorrhage ("surface blood vessels of vagina have a small hemorrhage"). In (B)(6) 2013, the patient experienced migraine ("migraine") with nausea, vomiting, photophobia, phonophobia and headache and muscle contracture ("cervical contracture"). In 2014, the patient experienced the second episode of back pain ("lumbalgia"). On (B)(6) 2015, 13 years 3 months after insertion of essure (ess205), the patient experienced menorrhagia ("hypermenorrhea"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced uterine cervical pain ("painful cervix"). On an unknown date, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), uterine leiomyoma ("myoma on right horn and posterior side of about 2-3cm"), adenomyosis ("uterine adenomyosis"), cervix inflammation ("slight chronic inflammatory infiltrate in cervix"), burning sensation ("burning sensation after bcg"), discomfort ("discomfort") and skin burning sensation ("burning sensation on skin"). The patient was treated with diazepam (valium), topiramate (topamax), flunarizine dihydrochloride (sibelium), sumatriptan (imigran), almotriptan malate (almogran), ibuprofen, metoclopramide (primperan), paracetamol (perfalgan), oxygen, dexketoprofen trometamol (enantyum), bcg vaccine (bcg), surgery (hysteroscopy, spirals cut with scissors on (B)(6) 2015), and surgery (total hysterectomy+ double adnexectomy via laparoscopy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, polymenorrhoea, abdominal pain lower, hypersensitivity, bladder cancer, bladder cancer recurrent, migraine, muscle contracture, menorrhagia, uterine leiomyoma, adenomyosis, cervix inflammation, vaginal haemorrhage, the last episode of back pain, arthralgia, pyrexia, burning sensation, discomfort, urinary tract discomfort, vomiting, fatigue, renal colic, cholelithiasis, haematuria and skin burning sensation outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, arthralgia, bladder cancer, bladder cancer recurrent, burning sensation, cervix inflammation, cholelithiasis, craniocerebral injury, device dislocation, discomfort, embedded device, fatigue, genital haemorrhage, haematuria, hypersensitivity, menorrhagia, migraine, muscle contracture, myalgia, polymenorrhoea, pyrexia, renal colic, salpingitis, skin burning sensation, urinary tract discomfort, uterine cervical pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of back pain and the second episode of back pain to be related to essure (ess205). The reporter commented: the consumer experienced injury, sequelae, disability and damage of all kinds occasioned by essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2005: urothelial papillary carcinoma grade 2. Colposcopy - on (B)(6) 2013: naboth cysts. Hysterosalpingogram - on (B)(6) 2002: satisfactory tubal occlusion is reported. Nuclear magnetic resonance imaging - on (B)(6) 2005: vesical carcinoma (stage t2 n0) . On (B)(6) 2016 - anatomic pathology service: diagnosis: uterus (181g): middle secretory endometrium, uterine adenomyosis. Cervix: slight chronic inflammatory infiltrate. Fallopian tubes: slight salpingitis with presence of scarce eosinophil leukocytes. Right ovary: corpus luteum of recent evolution (discrepancy found as it was previously reported on left ovary). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 10-nov-2017 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 2307 cases. Polymenorrhoea: the analysis in the global safety database revealed 15 cases. Abdominal pain lower: the analysis in the global safety database revealed 698 cases. Hypersensitivity: the analysis in the global safety database revealed 42 cases. Embedded device: the analysis in the global safety database revealed 406 cases. Salpingitis: the analysis in the global safety database revealed 69 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 6-nov-2017: essure insertion and removal date were added, case upgraded to incident. Essure model was updated. Previously reported `injury/damage` was specified and the following adverse events (with symptoms) were added: essure tip enters fallopian tube serosa without perforating it, polymenorrhea, abundant bleeding, abdominal pain, salpingitis, cranioencephalic trauma due to accidental falling, bladder carcinoma, whitish leukorrhea, joints pain, febricula, dorsalgia, muscle pain, burning sensation, discomfort and urinary discomfort after bcg, gallstones, hematuria, sporadic vomiting and tired after instillation, surface blood vessels of vagina have a small hemorrhage, migraine, cervical contracture, lumbalgia, hypermenorrhea, painful cervix, allergy to pet fibers which cover essure, myoma, uterine adenomyosis, chronic inflammatory infiltrate in cervix. Historical conditions and concomitant medications were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.